Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during use in a meniscal repair procedure, after the t1 of the fast-fix was deployed, the t2 fell off. The procedure was finished with a smith and nephew back up device. It is unknown if there was a delay. No further complications were reported.

Event description:
It was reported that during use in a meniscal repair procedure, after the t1 of the fast-fix was deployed, the t2 fell off from the inserter. The t1 was removed from the patient by tweezers. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without the suture or anchors. The actuator was in the t1 predeployment position indicating the device had been cycled twice. A functional evaluation found the actuator cycled as intended. A review of the customer provided image found device packaging which confirmed the reported product information and the distal tip of a fast fix 360 without implants on the needle. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.